Manufacturer narrative:
The returned device was evaluated and damage was observed on the exposed portion of the soft cannula. After taking off the housing of the device, the formed needle was observed poking through the soft cannula. The cause and timing of the damages to the soft cannula cannot be determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula rose to 22 mmol/l (396 mg/dl). In order to treat the high bg, corrections were administered via the omnipod personal diabetes manager (pdm) and a new pod was applied. The pod was worn on the patient's abdomen for between 36 and 48 hours. The patient's bg history is as follows: time: before dinner, bg (mmol/l): 4, (mg/dl): 72.1; 9 pm, 22, 396.